Manufacturer narrative:
On 27-jan-2025, mentor received additional information about the event. The patient reported possible leaking of her breast prostheses. This report is for the patient¿s left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: surgical intervention, generalized illness, breast pain, lactation disorder, infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 250cc on the left side and with mentor memorygel breast implant 225cc on the right side and suffered from depression, hematoma, sick all the time, tired, disoriented, nausea, fever, cold. The patient experienced bilateral surgical intervention, generalized illness symptoms, breast pain, lactation disorder, breast infection . The patient experienced rupture on the right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.